Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the part where the connector and the tubing were connected; there was no patient injury.

Manufacturer narrative:
Other text: one cadd cassette reservoir was returned for the evaluation of the reported issue, as well as 3 pictures. From the pictures, the leak was observed at the lear. A functional testing was performed where the unit was tested for leaks by passing water through it; leak was detected in the luer. The complaint was confirmed. The sample was broken in the female luer in order to review if there is any issue with the bonding. Delamination or lack of adhesive was observed and the tube was not fully inserted. The type of solvent dispenser was changed because it was identified not to be appropriate for the assembly.